Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated the other incontinence device was implanted on (B)(6) 2005, during the same surgery as the invance system. The patient's level on incontinence was unchanged compared to baseline following the implant of the invance system with an intemesh sling.

Event description:
It was reported that following the implant of an invance system with an intemesh sling, the patient had another incontinence device implanted for unknown reasons on an unknown date. No patient complications were reported in relation to this event.